Event description:
The type of this complaint is instrument breakage. It turned out that there had been a crack on the surface of the plastic part used in order to stabilize the sizer. According to the complainant¿s opinion, it is unable to specify the time when that breakage occurred. The surgery was successful without a delay by means of another instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
The complaint is still under investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
The returned photo confirmed that the locking knob had cracked. The material of the locking knob has been changed from radel to avapsire, the lot number of this device confirms it is made from radel. No further actions are identified. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned photo confirmed that the locking knob had cracked. The material of the locking knob has been changed from radel to avapsire, the lot number of this device confirms it is made from radel. No further actions are identified. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum added 17 mar 2015. The product was returned for inspection, and upon inspection it confirmed that the locking knob had cracked. The above conclusion remains valid